Event description:
The customer contact reported inaccurate delivery. On an unspecified date and time the device was programmed to deliver to a homecare patient an unspecified concentration of total parenteral nutrition (tpn). No specific programming parameters were provided. On (B)(6) 2013 at an unspecified time, the patient's mother reported that the device was not delivering correctly. The device was removed from clinical service. It was unspecified if therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility the device passed delivery accuracy testing. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The device was programmed to deliver in the tpn with taper up and down mode, with a volume of 740 ml, a 1 hr taper up and a 2 hr taper down. A tpn total time of 16 hrs, no kvo rate was selected and a container size of 800 ml. On (B)(6) 2013 at 1816 a new container is indicated. Between 1820 and 1851, the device was powered off, powered on and delivery was started. Between 1851 and 1952, taper up occurred, a distal occlusion alarm occurred, the delivery was stopped and started. Between 2009 and 2020 the device alarmed for distal occlusion 2 times. A new date of (B)(6) 2013 occurred. Between 0855 and 1056, taper down occurred, an end of infusion alarm occurred and the delivery was stopped. At 1057, the device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.